Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Fse was dispatched and on (B)(6) 2016 found a big hunk of dust that accumulated in gear of x2 action causing the errors. Cleaned gears of dust buildup and loader. Ran sample loader rotation multiple times without errors. The most probable cause of the reported event was the dust buildup in x2 gear.

Event description:
On (B)(6) 2016, the customer reported intermittent x2 errors with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.